Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after being shocked by their implantable cardioverter defibrillator (ICD). Upon trying to review the electrograms (egm), the physician could not access it. The physician complained about the ease to delete the egm's in the devices. Physician suspected that the shock was inappropriate and due to supra-ventricular tachycardia (svt) and not true ventricular tachycardia (vt) or ventricular fibrillation (vf). No programming changes were done. Patient was discharged and was stable.